Manufacturer narrative:
The sample was discarded and the lot number is unk. Attempts were made by calling the facility and the pt to obtain the most recent lot numbers of this product that may have been used by the pt without success.

Event description:
Pharmacovigilance contacted the clinic nurse on 5/14/09. The nurse reported a break in aseptic technique resulting in peritonitis with culture positive for staphylococcus epi in a male pt coincident with dianeal pd4 ambuflex therapy. Initially, treatment info, pt outcome and causality were not provided. On an unreported date, the pt began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapy intraperitoneal for peritoneal dialysis (pd). Clarified info was received on 14may2009: in 2007, the pt began treatment with dianeal pd4 ambuflex therapy, 12 liter/daily. On an unreported date in 2009, the pt experienced a break in aseptic technique described as "extension set became unscrewed and he reconnected". The pt was retrained. In 2009, the pt experienced peritonitis manifested by abdominal discomfort and cloudy fluid. The pt was not hospitalized. The pt was treated with vancomycin 2 grams (for ten days) and levoquin 250 mg (for four days). The pt's fluid remained cloudy. Approx three months later, pd therapy was discontinued and the pd catheter was removed. The nurse stated the event were unrelated to dianeal therapy